Event description:
On 05/09/2007, the company received a report where it was claimed that the device would not connect to a cory neonaid device which is used to ensure the patency of a patients airways and secretion build up. Replacement of the tube was required. This report is associated to the second occurence on 2936999-2007-00228.